Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed an unknown dust contamination on the inlet of blower box, front panel, blower box, blower, blower seal, rear panel, bottom enclosure. Potential hairlike particles were observed on the front panel, rear panel, and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. Sections d8, d9, h2, h3, and h6 were updated.